Event description:
Additional information was received that patient was replaced prophylactically. No explanted product has been returned to date. No additional relevant information has been received to date.

Event description:
Clinic notes were received and reviewed reporting that patient has been referred for replacement with note that generator battery was completely dead. Physician notes that she has had increase in seizures and that this may correlated to whether her vns battery life warning being present. No surgical intervention has been reported to date. No additional relevant information has been received to date.